Manufacturer narrative:
Continuation of d10: product ID unk-nv-ped2 (unknown); product type: ; implant date n/a; explant date n/a product ID nv unk flex (unknown); product type: ; implant date n/a; explant date n/a citation: bhatt, p., mcneil, e., wadhwa, pellegrino, a., granstein, j., taussky, p., ogilvy, c.. Modernizing dual antiplatelet therapy in flow diversion: comparative outcomes after transition to universal prasugrel. Journal of neurointerventional surgery 2026. Doi :10.1136/jnis-2025-024770 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Patient sex and age are reflective of the mean of the patient data in the article.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding modernizing dual antiplatelet therapy in flow diversion: comparative outcomes after transition to universal prasugrel. Multiple manufacturer's devices were implanted in the study population. The following medtronic devices were used: pipeline embolization device (non-surface modified first-generation/flex, surface-modified shield). Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. The causes of death were one patient died from kinking of the pipeline, which caused a left hemispheric stroke, and the other had a brainstem infarct. Among all patients adverse events / device product performance issues included: one patient treated with surface modified flow diverter (fd) died from kinking of the pipeline, which caused a left hemispheric stroke (mrs 6). One patient treated with surface modified died of a brainstem infarct (mrs 6). No further information was provided pertaining to medtronic products.